Event description:
The customer reported the system will not boot or power up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor and the power control pcb. System operates as intended. (B) (4)